Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device energy output was too high. In this state the device may deliver inappropriate energy to the patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device energy output was too high. In this state the device may deliver inappropriate energy to the patient. There was no patient use associated with the reported event.